Manufacturer narrative:
Concomitant medical products: c315s1002 adaptor, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's underlying rhythm was sinus with left bundle branch block, and the patient developed complete heart block during the procedure. Left bundle branch pacing was established at the end of the procedure and complete heart block was resolved. The left ventricular (lv) lead remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.